Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, was used during a benign prostatic hyperplasia (bph) procedure on (B)(6), 2010. According to the complainant, there was no temperature data on the print out and the power reading was inconsistent on the bar graph. The procedure was successfully completed. There were no complications and the patient's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system, which was completed on (B)(6), 2010, revealed an MDR-reportable malfunction of radio frequency (rf) output failure. This manufacturer report is submitted based on the evaluation results provided.

Manufacturer narrative:
Functional analysis of the prolieve thermodilatation system revealed that physitemp module 4 was out of tolerance and the rf output reading test failed. The physitemp and the rf modules were replaced and upgrades completed. The prolieve thermodilatation system then passed all tests and functioned properly. The complaint was not confirmed as the manufacturer was unable to duplicate the reported event.